Event description:
Hyalgan - second injection in 2009, migrated from knee joint to within tissue of lower leg - creating great pain, swelling and discomfort. Medical doctor who did injections stated, he "blew out the synovial of the knee joint" during second injection. I believe there should be a control established over this drug, so that only orthopedic specialists can administer it to the public. Correspondence to the manufacturer and their distributor. I have written to both twice. Only received a questionaire in response. I have no allergies, not pregnant, never smoked or drank. Had knee surgery in 1988. First injection of hyalgan in 2009, was very successful and relieved aching in joint, but second injection 3 weeks later, caused havoc. I believe dr is only in it for the money from medicare and insurance companies. I believe he is administering the injections without the pt's best interest in mind. Dose or amount: 2ml injection, frequency: twice. Dates of use: 2009. Diagnosis or reason for use: pain in right knee. Event abated after use stopped or dose reduced? No. Event reappeared after reintroduction? Yes.